Event description:
It was reported that this implantable lead was part of a system revision due to infection. A new system was implanted. Additional information indicated that the patient was treated for lead malfunction. No additional adverse patient effects were reported. This implantable lead was explanted.

Manufacturer narrative:
This supplemental correction report was created to capture updates on h6: device codes.

Event description:
It was reported that the patient with this implantable lead had exhibited infection. A revision was performed and the pacemaker, with the implantable lead, were explanted. A new system was implanted. Additional information indicated that the patient was treated for lead malfunction. No additional adverse patient effects were reported. This implantable lead was not returned for analysis.